Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with vizigo sheath and there was bleeding from the hemostatic valve. Hemostatic valve failure. Three hours after using the vizigo sheath, there was bleeding from the hemostatic valve of the vizigo sheath when the catheter was removed from the vizigo sheath after the procedure. The hemostatic valve itself was not broken. Since the procedure was completed, the sheath was removed and no action was taken for the issue. No patient consequence reported. Additional information was received. The hemostatic valve did not dislodge inside nor outside of the hub. The brim cap/hub did not detach from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was observed. It was a few drops, but the exact amount was unknown. No needle product was used with the vizigo sheath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia procedure with vizigo sheath and there was bleeding from the hemostatic valve. The device evaluation was completed on 04-dec-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. Since no leakage or bubbles were observed; the complaint was not confirmed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-nov-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).